Event description:
Falsely elevated carbon dioxide (co2) results were obtained on 68 patient samples on a dimension vista 500 instrument. The initial results were reported to the physician(s). The samples were reprocessed on an alternate dimension vista 500 instrument, recovering lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that falsely elevated carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 500 instrument. On the day of the event, quality control (qc) for co2 also recovered out of range. Siemens reviewed the instrument data and determined there were several errors for water purification module, indicating resistivity less than set point. As a result, siemens remotely assisted customer in installing a new q-gard filter on the instrument. Next, the siemens emptied and filled the water tank, realigned the server 1 probes, primed the probes and cleaner 20 times, cleaned the reagent probes with sodium hydroxide, and reset the instrument. The customer recalibrated co2 and qc results were back in range. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00244 on 17-nov-2023. Additional information (21-dec-2023): siemens further evaluated the event and concluded that the poor water quality potentially contributed to the out-of-range quality control (qc) and falsely elevated carbon dioxide (co2) results. Replacement of the q-gard, as detailed in the initial report, resolved the falsely elevated results and out-of-range qc recoveries. The instrument is performing according to specifications. No further evaluation of this device is required.